Manufacturer narrative:
Complaint follow up: no complaint sample returned for evaluation; no case images, videos, etc. Were provided for review. Complaint sample evaluation: complaint sample was not returned to rex for review. Retain device evaluation: no device retain evaluation performed for this lot no. Root cause: a definitive root cause for this reported product failure was due to an off label usage of the device. Conclusion: there was no complaint sample available for return to rex for investigation. A review of the device history record was performed but did not yield any abnormalities during manufacturing. A definitive root cause of this product complaint could not be determined. This is the first reported instance of a tip falling off of the device for this reported lot number. This complaint is considered an isolated incident. Rex medical will continue to monitor all future complaints for instances of this nature.

Event description:
As stated on the argon medical devices complaint form: have an appointment on (B)(6) 2014 to understand exactly what happened. As I understand it, the cleaner device was in use and the tip came off of the device. When I meet with the customer in person, I will have more information.